Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 450mg/dl. Troubleshooting was performed and found that the customer had a bent cannula. It was stated that after changing the infusion set the cannula was bent again, but the insulin pump did not alarm. The time, date, and bolus wizard settings were correct. The caller stated that the drive support cap appears normal. Ran the high pressure test and the test failed twice. Advised the mother that the insulin pump would be replaced and revert to back up plan. No further information was provided.